Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the head brake caster was not holding. The technician replaced the worn caster and adjusted the brakes to repair the bed.